Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. As results from the investigation, it is concluded that standard engineering tests performance, in hard bone replica, led to successful performance of the drills. In addition, the initial verification of the design was performed properly in accordance with internal procedures and guiding standards. However, internal discussions elevate that the drills are not intended for applying lateral forces or drilling while bending the drills. This was supported by simulating drilling tests in bovine rib bone which contains thicker cortical bone and higher bone strength than human bone. Following the gathered information, it is concluded that the IFU of the xd drills should have included an indication stating this performance limitation. Yet this was not considered, as the common clinical practice guides to drill in the pilot drill axis. Nevertheless, following the reported complaints it is learned that all clinical performance scenarios should be evaluated for safety performance. Root cause: the IFU of the drills does not include the performance limitation referred to, as the common clinical practice guides to drill in the pilot drill axis.

Event description:
A complaint was received from brazil with a claim of inflammation. An implantation of c1-08375 implant, batch w23004704 was performed on tooth 36. In the first month of the healing period, the patient complained of pain, inflammation with bone loss around the implant. The implant had to be removed because of the pain and discomfort to the patient.